Manufacturer narrative:
Evaluation summary: the spider fx was returned loaded within the rotating tip of the hawkone device. The filter assembly was pulled back to the distal tip of the distal assembly of the hawkone. A spider fx was loaded through the distal assembly. A loop of the capture wire was observed approximately 45cm from the distal tip. The excess dried blood located on the capture wire was swabbed off. It was discovered the ptfe of the capture wire was stripped off approximately 41 to 42 cm from the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was treating a lesion in the sfa using hawkone atherectomy device. The lesion exhibited 90% stenosis and severely calcified. When withdrawing the device through the proximal sfa, after several passes, the entire 6cm nosecone separated. A 6f sheath was replaced by 8f then 10mm snare was used to remove tip and spider. Analysis of the spider fx returned with the hawkone found that the ptfe material of the capture wire was stripped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.